Event description:
It was (B)(6) 2006. After I had given birth to my last child, my obgyn told me that if I ever got pregnant again it would kill me, he said I had to have essure implanted and that I didn't have any other birth control choices. Within days after the surgery, I started having really bad pains in my pelvic area. Over the course of a year, I started having problems eating certain foods, I started having bad migraines constantly, my menstrual cycle went from four days to 14 days with spotting in between. Intercourse is painful, I started having depression and bad mood swings, I have drug allergies now, I have developed cysts on my ovaries, my immune system is ridiculously weak and I get sick a lot now.